Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0; model: db-4600c; serial: (B)(4); batch: 29162629.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an enterobacter infection near the left frontal incision at the site of the lead. The physician assessed that the infection was most likely related to the initial implant procedure. The patient was administered oral antibiotics.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an enterobacter infection near the left frontal incision at the site of the lead. The physician assessed that the infection was most likely related to the initial implant procedure. The patient was administered oral antibiotics.

Manufacturer narrative:
Correction to field d6b - changed to n/a as devices remain implanted. Correction to field h6 - removed code f1903 device explantation and added code f2303 medication required.